Event description:
Boston scientific, resolution clip, clipping device was opened and closed 3 times prior to attempt at deployment. Upon attempt at deployment the clip was noted to be hyperextended with one side of the clip being broken free from the device. The non-functional clip was retrieved and another "like" device was utilized without issue.